Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump has stopped all insulin delivery. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.